Event description:
It was reported that during a breast biopsy procedure, the device could not collect the tissue from the second actuation. No error occurred. Although the cable was reset and it was confirmed the knockout tube was not clogged, the device could not collect the tissue. It was found that the lateral line connector was clogged with the fat. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.